Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 280 ml of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss and no additional medical intervention was sought. The unit was not returned for analysis by medivators qa. Based on photos provided, the complaint of a blood filter leak was confirmed. Medivators remains in close contact with nikkiso. Continued investigation is underway. This is a (B)(4) region-specific event. There have been no recent complaints of hemofilter leaks reported from the u.s. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 280 ml of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss and no additional medical intervention was sought.